Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device displayed a "bridge test fail" message. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.